Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further described as "leak was coming out from the hole that connects to the drain line". The issue was noticed during use of peritoneal dialysis therapy. The patient was treated with prophylaxis antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5, g1 (omitted on initial report). B5: the issue was noticed when the drain cycle started (no leak during the fill) further stating the fine plastic membrane on the cassette "looks like it was not completely seated on the drain hole" (omitted on initial). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic h10: the sample was received for evaluation. A visual inspection with the naked eye noted cracks in the side wall of the cassette. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the location of the cracks in the cassette. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.